Manufacturer narrative:
Evaluation of the returned device found the suture was lax. A bend was evident in the passing pin which indicates the implant was tensioned during assembly. The know is now located 1/4" from the eyelet in the passing pin. This may be from lack of knot tightness causing migration and slippage. The user facility was notified of the event on april 4, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed april 4, 2011.

Event description:
It was reported that patient underwent a procedure utilizing a femoral fixation device on (B)(6) 2011. During the procedure, the implant disassociated from the passing pin when the surgeon attempted to introduce the graft. Another device was available to complete the procedure without delay. There was no injury to the patient as a result.